Manufacturer narrative:
Device evaluation summary: one battery was returned to medtronic for further analysis. The battery was inserting into the test ventilator and the reported event duplicated. The battery was then connected to the bqwizard software for further analysis and it showed that the reported event was likely due to the hardware short circuit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: field service engineer also replaced the battery. If the replaced battery is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The medtronic service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board (pcb), the breath delivery (bd) power distribution (pcb) and the bd controller pcb. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The se returned the parts to medtronic for failure investigation. A visual inspection of the returned dc-dc converter pcb determined a blown c10 capacitor rendering the board unsafe to install in a test ventilator. A visual inspection of the returned bd power distribution pcb determined a blown r6 resistor rendering the board unsafe to install in a test ventilator. The damage to the resistor was likely a result of the blown c10 capacitor on the dc-dc converter pcb. A visual inspection of the returned bd power controller board showed no physical anomalies. The board was installed into a test ventilator and powered on in service mode without any issues. Testing was successfully completed. The ventilator was restarted in a normal ventilation mode without issue. Ventilation was initiated on a test lung at 21% oxygen using the reported patient weight and the ventilator was allowed to ventilate for approximately 24 hours without any errors, alerts, alarms or issues being generated. The reported event could not be duplicated. The returned power controller board performed within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down with a breath delivery (bd) alarm. In addition, it was reported that there was a burning smell. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.